Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 900 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that an empty pump alarm occurred due to a missed refill. The patient reported becoming suddenly stiff. It was stated that he read the pump and it showed a low reservoir alarm as of (B)(6) 2017 and currently shows 0 milliliters (ml). He stated the patient's mother said the patient was "fussier" yesterday and the patient was given a dose of oral baclofen. The pump was refilled and it was reported that the physician did not give the family and alarm date or appointment and the empty pump and missed refill issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.